Event description:
It was reported that on (B)(6) 2012, a pt underwent an inguinal hernia repair procedure where gore mycromesh plus biomaterial was used. On (B)(6) 2012, the pt underwent a 2nd procedure to have the device removed due to infection and inflammation. The pt is reported to be recovering.

Manufacturer narrative:
A review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. The device has been returned and evaluation is in progress.